Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was not delivering insulin. The customer¿s blood glucose level was 367 mg/dl at the time of the incident. The customer stated they changed the entire set several times but was still going high. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer also mentioned a leak within the reservoir o rings. Troubleshooting was not completed but the pump failed the high pressure test. The insulin pump, reservoir, and infusion set will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files. (B)(4).